Manufacturer narrative:
H10: the actual devices were received for evaluation. Functional leak testing was performed on the samples by filling their bladder with green color water. After fill, leak was observed at the module housing of the first sample, at the module post of the second sample and at the module flow rate knob of the third sample. The reported condition were verified. The cause of the condition were related to manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the three (3) large volume multirate infusors lv leaked at ¿diler¿ (dialer). The issue was identified ¿during use¿ at an unspecified process step. It was reported that there was no patient involvement. No additional information is available.